Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194, implantable pacing lead, (B)(6) 2008; 4076, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that right ventricular oversensing was occurring on a ventricular high rate episode. Noise reversion pacing was also observed. The device and lead remain in use. No patient complications have been reported as a result of this event.